Event description:
The patient underwent laparoscopic appendectomy for perforated acute appendicitis. When the surgeon advanced the trocar through the peritoneum, a loud crunching sound was heard. The trocar was inspected, and found to be in good position; however, there were small blue flecks of plastic embedded in the peritoneum. The trocar was withdrawn, further inspected, and noted to have linear defects on both sides of the trocar tip where some of the plastic appeared to be shorn off. The operation proceeded and prior to closure, a variety of techniques were utilized to remove the plastic pieces. Approximately half of the plastic pieces were able to be removed.